Event description:
A perigee graft was implanted in 2010. It was reported that the implant, "resulted in severe and incapacitating pelvic pain, vaginal stenosis, and bladder dysfunction." The patient underwent a "vaginal mesh revision including resection of mesh involving the bladder wall." "Prognosis for meaningful recovery of quality of life is poor." The "vagina is extremely shortened, scarred and it is unlikely that chronic pain will improve significantly" and she is "significantly handicapped."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.